Event description:
Two failed attempts at colo-rectal anastomosis, equipment separation occurred and, then an attempt was made to remove both parts of the device, one part remained in pt. When attempting to remove the retained piece, the anastomosis tore and instead a diverting colostomy was required. MFR modified the product and users were not notified or retrained.